Manufacturer narrative:
The device evaluation is expected but has not yet begun.

Event description:
It was reported that the pump over infused the patient with etoposide. The pump was found with an additional 73.0 ml of etoposide to be infused to the patient however there was reportedly no medication left in the bag, only air. 457.0 ml of medication had already been infused to the patient. There was no harm to the patient reported. No additional information is known at this time.

Manufacturer narrative:
The complaint of "pump over infused on the patient" was not confirmed. The device passed the self-test. No probable cause was identified because the complaint was not confirmed.